Event description:
It was reported that oversensing and crosstalk were noted between the right atrial (ra) lead and another lead. The lead was turned off and removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).